Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule detached before the end of the procedure. The capsule fell off right after the procedure had started. There was no harm caused to the patient, a repeat procedure schedule on a different day will be performed.

Manufacturer narrative:
Additional information: correction: device evaluation the ph readings were found to be at normal values for the first 11 minutes of the procedure. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: ¿ early detachment of the capsule ¿ recorder battery discharge ¿ if battery was not replaced before beginning of the study. ¿ recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged. ¿ capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule detached before the end of the procedure. The capsule fell off right after the procedure had started. There was no harm caused to the patient, a repeat procedure schedule on a different day will be performed.